Manufacturer narrative:
Concomitant medical products: product ID: 977c165; serial#: va2e47h007; implanted: (B)(6) 2021; explanted: (B)(6) 2022; product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 10-may-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's lead was revised on (B)(6) 2022. Patient was okay post op, but then had weakness in legs on (B)(6) 2022. The hcp took back to surgery and explanted lead and ins on (B)(6) 2022. As on (B)(6) 2022, the patient is still weak but improving.